Event description:
Olympus (ofr) was informed via service inquiry that the customer camera head reportedly has ¿no image¿. The event was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The referenced device was returned to olympus regional repair center (ofr). The service inspection confirmed the customer¿s reported problem, when connecting the device to the olympus video processor no image was displayed. A physical inspection found the cable was cut resulting in a failed leak test. Please note that due to the malfunction of no image functionality, the white balance could not be properly adjusted; therefore, error message e311 displayed on the monitor during testing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. The investigation confirmed error code e311 most likely due to the white balance not able to be adjusted due to no image, because of the faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.